Event description:
A dr was somehow holding onto the cradle during movement of the pt from the gantry. As the cradle came over the table the dr's finger got pinched between them. This resulted in a fracture in his finger and a cut. The site refused to provide further details or info. This is a case of mis-operation by the dr. There was no product malfunction. The cradle and table were and are operating normaly. The cradle to table gap is designed per iec finger pinch point requirements. Previous cases of finger pinch have never resulted in serious injury. The unique circumstances (dr grabbing the credle) contributed to the injury stent. The operation manual provides cautions about not holding onto the cradle.